Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the smart remote manager was reportedly failing. The field service engineer (fse) tested both remote managers on both refrigerators at the location. Both units were found to be properly mounted, securely installed, correctly aligned, and functioning without error. The fse also spoke with user and the nurse supervisor, reported no known issues or previous instances of smart remote manager failure. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager kept failing the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.